Event description:
It was reported that patient presented to the hospital with device in bvvi rest mode. The patient was found unresponsive at home. No external shocks or other intervention was reported. The patient is now responsive. It was reported that the patient was loss to follow-up since 2014 for a pacer checks. Further investigation revealed the patient had an MRI at the date and time of bvvi. There was a fib diagnosis episode with no egm at the time of the bvvi. The physician ordered the device restored and therapy disabled. The device was restored to normal function. It was discussed that the device cannot provide hv therapy. The device will not be replaced. Patient noted to have dementia and has a dnr.